Event description:
The manufacturer's representative reported the patient is noncompliant and missed his refill date by 2 weeks. The patient presented to the hospital in acute withdrawal with tachycardia, hyperthermia, confusion, and return of spasticity. The patient has a history of underlying significant cardiac issues. The patient was admitted to the intensive care unit. The pump was refilled, the patient was given a therapeutic bolus, and an ativan drip was started. Once the baclofen was restarted, the patient recovered almost immediately and returned to baseline. The patient outcome is reported as doing well.